Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that a software failure has been detected. During the update software of the device from rosa spine 1.0.2.10 to 1.0.2.11 , some parameters setting issues were experienced. There was no patient involvement reported.